Event description:
A customer contacted baxter's technical service center regarding a home choice (hc) and the home patient (hp) had a therapy question. The hp stated her cap fell off her transfer set. The technical service representative (tsr) advised the hp to contact the registered nurse (rn) for further instructions. There was patient involvement. No patient injury or medical intervention was reported. During a follow-up with the nurse, it was found that the hp was not sure how the cap came off. The nurse stated that it happened over a weekend and the hp went to the emergency room (ER) and had the transfer set changed and had cultures done. The nurse stated that the hp did not develop peritonitis and everything came back fine. The nurse stated the transfer set was discarded and the hp was doing fine with therapy on the cycler. The nurse had no further information. During further follow-up with the hp, it was found that the issue was resolved. Per hp, she was getting ready to get hooked up for the therapy that night, had loosened-up the minicap to remove it to be able to connect to the cassette; however, she had suddenly realized that she needed to check the stove. As she moved in a hurry, the minicap that she had loosened fell off. The hp stated that she has been performing therapy for about 7 years, this was an accidental event. The hp's transfer set was still closed, so she connected to a different minicap after a few minutes. The hp went to the ER, where the transfer set was replaced as a precautionary measure. The transfer set had been in use for close to 3 months only. Per hp, there was no damage, defect or build-up on the minicap or the transfer set. The hp stated that she is doing fine and continuing therapy without issues. The hp stated that the supplies were discarded, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). This complaint for connection issue is confirmed and the assignable cause is determined as use error. A labeling review found the labeling to be adequate for the use/user error identified in this incident.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.